Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a root repair meniscus surgery the tip of the scorpion forceps broke off. The fragment was removed from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was not confirmed; no problem was found. The visual evaluation of the received knee scorpion ar-12990 with batch 10411695 did not show any damage. No parts of the distal end have broken off and the device corresponds to the drawing ar-12990_rev. 6 (see drawing ar-12990n_rev. 6 and evaluation pictures 1 - 5 as attachments). A functional testing with a test needle (ar-12990n, batch 12937484) revealed the needle could be completely inserted and it was possible to be fired.